Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding mouth [mouth haemorrhage]. Cut on the inside of my cheek, next to mouth, a few nicks [mouth injury]. The lower of the 2 brushes came off refill [device breakage]. Case description: consumer contacted via phone and stated that the lower of the 2 brushes on his brush head came off while he was brushing his teeth. No serious injury was reported.